Manufacturer narrative:
The insulin pump alarmed during prime test due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 152 mg/dl. The drive support cap is loose. Advised customer that the insulin pump will be replaced. Nothing further reported.